Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the ¿ok¿ and ¿down¿ buttons were intermittently responsive. Reportedly the button issue started about 6 months ago and had worsened over time. Reporter denied that there was damage to the keypad or evidence of moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. On investigation, keypad cover was found intact and all the buttons responded properly. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, the pump powered up to a dim and discolored verifying screen with the appropriate audio and vibration alerts.